Event description:
It was reported that the insulin pump malfunctioned. Caller stated that the numbers scrolling up on their own during bolus and kept delivering insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers or ramping numbers noted during testing. The insulin pump received with a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.